Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and no anomalies were found. The analyst noted a test stylet was fully inserted into the lead with no resistance if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylet could not advance all the way up the right atrial (ra) lead. Multiple attempts were made with several stylets but none could advance completely through the lumen of the lead. The lead was removed from the patient and the rv lead was inserted into the atrium instead. No patient complications have been reported as a result of this event.